Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported constant positive sars results for 1 consumer. The consumer communicated that they have tested positive with quickvue otc since september of 2022 when they reportedly were positive for sars. Consumer has not performed other methods of testing. 1 recently used kit lot number was provided but the consumer was not able to confirm how many tests had been taken.